Event description:
It was reported that the patient had their pacemaker, right ventricular (rv) lead and right atrial (ra) lead explanted due to infection. The patient was in stable condition.

Event description:
New information received notes that the physician's believed that the infection was not related to any of abbott products.